Manufacturer narrative:
Reports received are the end-user was taken to the local hospital for examination. Result indicate the end-user suffered minor injuries to their head, right arm, both knees, and the g-tube for feeding required a minor surgical procedure to re-install. End-user was released from hospital 1.5 days after the event. The component failure is being attributed to stresses being applied over time leading to eventual material fatigue of the top plate. A corrective and preventative action (CAPA (B)(4)) has been implemented to investigate, correct, and monitor effectiveness. Because of the CAPA investigation, it was decided that a thicker 8 mm material be used for the top plate, replacing the current 6 mm design. With this material design change, it was determined the change to the thicker material improved the overall strength of the component making it less susceptible to material fatigue when exposed to log term stresses. The redesigned component will be installed on the device and the chair returned to the end-user. The DHR was reviewed and chair met specification prior to distribution.

Event description:
Received report that while transporting the end-user via a modified van, when initiating a turn with the motor vehicle, the device seating was reported to have detached from the chassis allowing the seating with the end-user to fall to the side. Injuries were reported to have been sustained requiring medical intervention.